Event description:
From clinical trial study (B)(6); it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to report, on (B)(6) 2012, the system was able to be flushed with saline; however, a sample of csf could not be obtained. On (B)(6) 2012, the pt had surgery to revise the system. No permanent adverse effects reported.

Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.